Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (7,3). Wand was activated in saline solution at the default and max settings on the controller and performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image shows the packaging and confirms part number eic5874-01 and lot number 2022142. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, internal to the patient, the evac wand was not generating plasma after some minutes of use. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.